Event description:
It was reported that during a gastric bypass procedure that after the instrument was fired the area was inspected endoscopically. Some bleeding was noticed and the staple line was over-sewn which added time to the procedure. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.